Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable, as there was no indication the lens was implanted. If explanted, give date: not applicable, as there was no indication the lens was implanted; therefore, it was not explanted. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was in the room and the intraocular lens (iol) was opened. There was patient contact. The patient required an anterior vitrectomy. Therefore, the lens was taken off the sterile field as a sulcus lens had to be placed instead. No additional information was provided to johnson & johnson surgical vision.